Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09184. The pt received the scs system on (B)(6) 2011. It was reported the pt has experienced a fall several times recently. Pt reported she no longer feels stimulation on her left side. When stimulation is on, pt feels overstimulation on her right near the ipg. The physician took the x-rays and determined the lead is intact and the connections are normal. The sensation occurs every now and then even when pt is not using stimulation. A full diagnostic indicated several contacts have high impedance values. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.